Manufacturer narrative:
(B)(4). The reported condition of a colleague infusion pump with failure code 812:02 was confirmed and reproduced during product evaluation. The root cause of this condition was assigned to worn shuttle gears. The pump head module on channel a was replaced to correct this condition. This device is an unremediated colleague pump with a user interface module software version of 5.04.00. Baxter has found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A service history review was performed revealing that the device has not been previously serviced by baxter. A device history review was performed revealing that there was no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number.

Event description:
The facility reported a colleague infusion pump with failure code 812:02, which occurred upon power up in the central supply department. Upon reviewing the pump's event history, baxter quality engineering discovered this event interrupted delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this device is currently unknown.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. Review of the event history determined that the reported condition occurred on (B)(6) 2010 not on the reported occurrence date of (B)(6) 2010.